Event description:
It was reported that the nurse stated that they had alarms during the day about patient temperature (pt) being unable to reach targeted temperature (tt) in an arctic sun device. Just received alert 113 reduced water temperature control. Patient temperature (pt) was 36.8c, targeted temperature (tt) was 37c, water temperature (wt) was 18.3c, water flow rate (wfr) was 1.2 l/m. Normothermia adult patient with 4 pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 18.6c, outlet control temperature (t2) was 18.7c, inlet temperature (t3) was 19.7c, chiller temperature (t4) was 12.2c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was 3.8psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 62 percentage, water reservoir level (wrl) was 5, system hours were 848.4 and pump hours were 792.5. Walked through stop therapy, disconnected pads and placed device in manual control at 37c. System diagnostics in manual control with no pads showed that the outlet monitor temperature (t1) was 15.7c, outlet control temperature (t2) was 15.7c, inlet temperature (t3) was 16.6c, chiller temperature (t4) was 10.7c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was-7.1psi, circulation pump command (cpc) was 37 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Walked through disabling manual control and draining 16 ounces of water from right drain port. Advised they would need to swap out pads. Provider told nurse there was only 2 hours of therapy left so they would just monitor patient temperature (pt) and not replace pads. Advised overfill should be resolved now and to call back if any additional assistance is needed. Per follow up information received via task on 24nov2025, spoke with nurse who confirmed therapy completed on the same device and pads and did not believe flow rate ever increased. Both the device and the pad set was sent down together to the biomed to evaluate after therapy completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. Reported issue: it was reported that chiller temperature (t4) was 10.7c. Repairs related to the reported issue: system diagnostics in manual control with no pads showed that the outlet monitor temperature (t1) was 15.7c, outlet control temperature (t2) was 15.7c, inlet temperature (t3) was 16.6c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was-7.1psi, circulation pump command (cpc) was 37 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Walked through disabling manual control and draining 16 ounces of water from right drain port. Advised they would need to swap out pads. Provider told nurse there was only 2 hours of therapy left so they would just monitor patient temperature (pt) and not replace pads. Advised overfill should be resolved now and to call back if any additional assistance is needed. Per follow up information received via task on 24nov2025, spoke with nurse who confirmed therapy completed on the same device and pads and did not believe flow rate ever increased. Both the device and the pad set was sent down together to the biomed to evaluate after therapy completed. Conclusion: the reported issue was inconclusive. The root cause for the reported event could not be determined. System diagnostics in manual control with no pads showed that the outlet monitor temperature (t1) was 15.7c, outlet control temperature (t2) was 15.7c, inlet temperature (t3) was 16.6c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was-7.1psi, circulation pump command (cpc) was 37 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Walked through disabling manual control and draining 16 ounces of water from right drain port. Advised they would need to swap out pads. Provider told nurse there was only 2 hours of therapy left so they would just monitor patient temperature (pt) and not replace pads. Advised overfill should be resolved now and to call back if any additional assistance is needed. Per follow up information received via task on 24nov2025, spoke with nurse who confirmed therapy completed on the same device and pads and did not believe flow rate ever increased. Both the device and the pad set was sent down together to the biomed to evaluate after therapy completed. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they had alarms during the day about patient temperature (pt) being unable to reach targeted temperature (tt) in an arctic sun device. Just received alert 113 reduced water temperature control. Patient temperature (pt) was 36.8c, targeted temperature (tt) was 37c, water temperature (wt) was 18.3c, water flow rate (wfr) was 1.2 l/m. Normothermia adult patient with 4 pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 18.6c, outlet control temperature (t2) was 18.7c, inlet temperature (t3) was 19.7c, chiller temperature (t4) was 12.2c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was 3.8psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 62 percentage, water reservoir level (wrl) was 5, system hours were 848.4 and pump hours were 792.5. Walked through stop therapy, disconnected pads and placed device in manual control at 37c. System diagnostics in manual control with no pads showed that the outlet monitor temperature (t1) was 15.7c, outlet control temperature (t2) was 15.7c, inlet temperature (t3) was 16.6c, chiller temperature (t4) was 10.7c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was-7.1psi, circulation pump command (cpc) was 37 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Walked through disabling manual control and draining 16 ounces of water from right drain port. Advised they would need to swap out pads. Provider told nurse there was only 2 hours of therapy left so they would just monitor patient temperature (pt) and not replace pads. Advised overfill should be resolved now and to call back if any additional assistance is needed. Per follow up information received via task on 24nov2025, spoke with nurse who confirmed therapy completed on the same device and pads and did not believe flow rate ever increased. Both the device and the pad set was sent down together to the biomed to evaluate after therapy completed.